Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the triggers were jammed and would not run. Therefore, the reported condition was confirmed. It was further determined that the electronic control unit and electric motor had no power and would jam when triggers were pushed down. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the small battery drive was not working. There were no delays in the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.